Event description:
It was reported that upon interrogation of the device the observation window showed cardiac compass has invalid data. It was noted that the device had a flipped bit and that this data behavior will continue for the remainder of the device's service life with no compromise to the device function. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).